Event description:
Additional information received reported that patient's tone was coming back in her legs.

Event description:
It was reported that the physician was weaning the patient off of the intrathecal baclofen therapy in preparation for pump explant per patient request. The patient stated they had never been pleased with the symptom relief since right after the pump implant and that the infusion system had not been working for her. The patient had discomfort at the pump site as well as back pain since the implant. The healthcare provider (hcp) reported difficulty aspirating fluid through the catheter access port (cap). The hcp was reducing the patient's medication. The patient's dose was currently 26.92mcg/day and the patient was having increased pain and spasticity. The hcp stated the patient had "other issues" and that the increase in symptoms causes the patient anxiety. The patient was having paraspinal muscle spasms since they had reduced the medication in preparation for the explant. The pain in the patient's back made the hcp question the patency of the catheter. The hcp stated that the symptoms were getting worse as the medication was titrated down. The patient had been in and out of the emergency room (ER) to treat the pain in her back. The hcp was planning to attempt to aspirate again and stated that he would leave the dose the same and work with the implanting hcp. It was later reported that the lumbar paraspinal muscle spasms/spasticity and pain were due to the event occurring at the lumbar/thoracic spine. An x-ray performed on (B)(6) 2012 revealed that the pump was not flipped and was noted in a good position. The patient was not hospitalized for the event. The patient outcome was reported as no injury and non-serious illness/injury. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type catheter. (B)(4).